Event description:
We received a report that an tecnis multifocal (B)(4) was explanted from after the patient was disatisfied with their refractive outcome. The incision was enlarged to remove the iol but a vitrectomy was not required. No patient injury reported.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Follow up information was provided that indicated the patient had no pre-existing conditions. Her best corrected visual acuity (bcva) prior to surgery was 20/50. After surgery bcva was 20/30. The suspect lens was replaced with a 16.5 diopter iol. Ten days post-op her bcva is 20/100. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the lens was cut into pieces, , most probably to make explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens optic is damaged and scratches are present. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Considering the condition of the lens, additional analysis is not possible. Manufacturing records were reviewed. The production order was produced without any non-conformances. There was one deviation noted that was not related to the complaint. There were no process or material changes. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. The device met product release specifications. All pertinent information available to the manufacturer has been submitted.